Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 293 (mg/dl) after changing infusion set. Customer administered a bolus to treat bg levels. During troubleshooting with tandem technical support, a small air bubble was noted in the luer lock. Recommendation was made to change site and consult with health care provider to discuss diabetes management.